Manufacturer narrative:
A review of the device history record (DHR) showed nothing relevant to the reported event. No similar complaints were found in this lot. The returned device was received in two pieces, 2.7cm of the distal tip was returned detached from the catheter assembly. Visual analysis of the returned unit observed bloodstain inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No kinks were observed in the sheath assembly, however, kinks were observed in the small telescope assembly. During image characterization testing, a good image appeared in the system. The catheter leaked issue could not be confirmed, due to the condition of the returned device. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
A percutaneous coronary intervention (pci) was performed on a 90% stenosed, moderately tortuous, severely calcified lesion located in the proximal left anterior descending artery (lad). According to the physician, during preparation of the intravascular ultrasound (ivus) catheter, saline leaked from unusual location; however, a good image appeared, so he proceeded with using the catheter. The physician did not feel resistance during loading the catheter onto the guide wire .while inserting the ivus catheter into the patient the catheter was unable to cross the lesion. The lesion was pre-dilated with a balloon. The ivus catheter was advanced to the lesion again. Pullback was completed. The physician noticed the distal tip was detached when the catheter was removed from the patient. The separated tip was located inside the y-connector (outside the patient's anatomy) and extracted with the aid of tweezers. The procedure was completed with another ivus catheter. The patient is reported to be in "fine" condition.

Manufacturer narrative:
Customer notification has been distributed to (B)(4) customers and sent to the pmda. FDA report of correction and removal was filed march 14, 2001 (reference # 9912058-3/3/14/2011-0001-c).

Event description:
A percutaneous coronary intervention (pci) was performed on a 90% stenosed, moderately tortuous, severely calcified lesion located in the proximal left anterior descending artery (lad). According to the physician, during preparation of the intravascular ultrasound (ivus) catheter, saline leaked from unusual location; however, a good image appeared, so he proceeded with using the catheter. The physician did not feel resistance during loading the catheter onto the guide wire. While inserting the ivus catheter into the patient the catheter was unable to cross the lesion. The lesion was pre-dilated with a balloon. The ivus catheter was advanced to the lesion again. Pullback was completed. The physician noticed the distal tip was detached when the catheter was removed from the patient. The separated tip was located inside the y-connector (outside the patient's anatomy) and extracted with the aid of tweezers. The procedure was completed with another ivus catheter. The patient is reported to be in "fine" condition.